Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was brought to the emergency room after developing a superficial infection at the pocket site. The infection was neither device nor procedure related. The symptoms included pain, itching, and a small red bump at the corner of the site. The patient was noted to be noncompliant by taking showers immediately after the implant and by scratching the area with a dirty wooden spoon when the site started to itch. The patient underwent a pocket revision wherein the pocket site was relocated. Antibiotics were also given to the patient. The patient was doing well postoperatively.